Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm confirmed the reported issue. The ac mains power switch was turned off, forcing the unit to run on battery power even if plugged in. The stm allowed the batteries to completely charge then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a battery alarm then shutdown while plugged in. It is unknown under which circumstances this event occurred; however there was no patient involvement, thus no adverse event was reported.